Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe had a long piece of hair inside the barrel and appears to have grease or resin congealed around it. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd received 60ml syringe from lot 7262998 for evaluation. Our quality engineer visually inspected the returned syringe and observed foreign matter on the syringe. It appeared to have been a strand of hair. Based off of the visual inspection the engineer was able to verify the reported issue of foreign matter. All operators are required to wear hairnets and gowns to reduce the potential for contamination and all hair must be covered per bd procedure. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. However, this appeared to have been an isolated incident as it was the first reported case of foreign matter associated with this lot. A review of the device history record revealed zero defects found during production.

Event description:
It was reported that the bd¿ luer-lok syringe had a long piece of hair inside the barrel and appears to have grease or resin congealed around it. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: device available for eval? Yes. Returned to manufacturer on: 2019-06-05. Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the bd¿ luer-lok syringe had a long piece of hair inside the barrel and appears to have grease or resin congealed around it. Found before use. No reports of serious injury or medical intervention noted.